Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a transvaginal hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2005 for vaginal bleeding, (B)(6) 2005 removal of the sling to repair rectocele and perineorrhaphy, (B)(6) 2005 mesh revision to address the urinary retention, (B)(6) 2005 revision. It was reported that patient underwent mesh removal on (B)(6) 2006. (B)(4).